Event description:
Consumer reported complaint for the trueplus® single-use lancets. Company representative is calling on behalf of the customer. Customer stated that when he removed the protective cap, the needles on the lancets were bent. No symptoms or medical intervention related to the use of the product was reported. Customer contact information was provided; technician was unable to contact the customer via telephone. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.